Event description:
It was reported that the patient presented in clinic for device check, there was intermittent loss of capture at maximum output and threshold could not be obtained on the right ventricular lead. There was high thresholds noted. The lead was capped and replaced successfully (B)(6)2017. The patient was stable prior during and after the procedure.